Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 501 mg/dl and current blood glucose was 200 mg/dl and insulin pump keeps shutting off. This morning the blood glucose was 339 mg/dl. The customer also got insulin pump error and was able to complete pump rewind. Error table indicates the pump should be replaced. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions and call back for assistance if high blood glucose persist. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 53 alarm or blank display noted during testing. However, pump error 53 alarm found in the pump history due to software error. Unit was received with scratched case and minor scratched lcd window.